Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 38.7-39.1cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 9.7-13.6cm from the distal tip. Internal insulation abrasion was noted at 8.1-8.8 and 15.2-16.3cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.1cm, 6.3-6.4cm, and 6.6-6.7cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, oversensing on the ventricular channel was observed. Lead was capped and replaced. Patient condition was fine after the event.